Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery several times. There were many no delivery alarms in the alarm history. The customer's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.